Event description:
A peritoneal dialysis (pd) patient experienced inflammation in the stomach. The cause of the event was reported as due to fungi. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing in the early stage of treatment. Pd therapy was stopped in the later stage of treatment and was treated with an unspecified anti-inflammatory injection and unspecified medication (oral) for the event. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.